Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cable broke during start to tighten the shaft of femur. The tension was less than maximum. The surgeon didn't tighten maximum tension. The surgeon used a spare product instead of it and the procedure was completed without any problems and delay.